Event description:
In 2008, the reporter/rn diabetes educator contacted lifescan alleging that she was having a configuration issue with the one touch datalink data mgmt sys and one touch surestep flexx meters. The reporter indicated that the alleged issue started on eight days prior to original date. The hosp uses the one touch datalink data mgmt sys to configure the one touch surestep flexx meters. Apparently, during the time of concern, some of the hospital's employees had 4-digit operator ID's. For an unk reason, the hospital's meters were configured to accept only operator ID's with a minimum of 5-digits. As a result, the operators with 4-digit ID's were unable to use the meters because of the minimum character limit. The operators with 4-digit ID's were getting an "invalid operator ID" message. The reporter alleged that some pt's had to have blood samples drawn for the lab which caused a possible delay with treatment. In one particular case, the reporter claimed that after the configuration issue started, a pt developed symptoms of shakiness and had to be treated with oral glucose. The pt was admitted to the hosp for an unspecified reason. It would have been helpful to know the following info: what date/time the pt was admitted to the hosp, what time the meter issue started, what date/time the pt's symptoms began, and why the pt was hospitalized. In addition, it would have been helpful to know what the pt's blood glucose level was before and after the symptoms developed. The alleged configuration issue was resolved with troubleshooting/training. The one touch customer advocate (otca) walked the reporter through changing the minimum operator ID character limit to 4-digits. This complaint is being reported due to the following conclusion: the reporter claimed that a pt developed hypoglycemia and was treated with oral glucose after the configuration issue started. The reporter alleged that there was a potential delay in treatment since lab draws had to be performed while the operators were unable to use the meters.